Event description:
Procedure was percutaneous transluminal coronary angioplasty (ptca) with femoral stent placement. Stent placed. Inserted and inflated. Stent did not fully deploy at distal end. Used additional balloon to inflate stent fully. No adverse event. Primary issue was that stent did not fully deploy.